Event description:
It was reported that the intraocular lens (iol) was put into the patient's eye and then removed due to a vitreous prolapse. A vitrectomy was performed after the lens had been implanted. The lens was exchanged for another amo lens model. There was patient contact; but no patient injury reported. The patient was reported to be doing okay.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer cut into pieces, whereby the condition is consistent with a lens that was removed from the patient's eye. Visual inspection using a microscope at 12x magnification showed the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The returned sample was not testable due to the damaged condition of the returned lens. The manufacturing record review indicated that the production order was not produced under deviation. There were no process and/or material changes within the production order number. There were no nonconformances with respect to the sterilization process. There were no associated nonconformity reports or deviations. Based on the manufacturing record review, the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.